Event description:
This 25 year old female underwent bilateral augmentation mammoplasty in 1986 with silicone implants. The manufacturer of these implants is unknown to this reporting facility. She present with of breast discomfort, increased fatigue and memory loss. There is also a question of a leak in the left implant. Findings: leaking left breast implant; intact right implant. The rupture may have occurred during removal. The capsules microscopic exam show focal histiocytic and foreign body giant cell reactioninvalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: other. The device was not destroyed/disposed of.